Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the scratches on insulin pump screen and making it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they can no longer read the screen's display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.